Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2014-00145. It was reported that plaque shift occurred. In (B)(6) 2013, the subject presented due to stable angina, silent ischemia and was referred for cardiac catheterization. The subject was enrolled in the pe plus study and the index procedure was performed on the same day. Target lesion # 1 was a de novo lesion located in the proximal left circumflex artery (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.4 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the next day. In (B)(4) 2014, the long lesion extending from proximal lcx [95% in stent restenosis (isr) as well as st of the study stent] to distal lcx was treated with balloon angioplasty (2.5 x 12 mm emerge balloon), with 60% residual stenosis. During balloon angioplasty the plaque got dislodged into the left main coronary artery (lmca) and also possible dissection was noted. Three days after, the event was considered resolved and the subject was discharged on clopidogrel.